Manufacturer narrative:
Spacelabs has launched an investigation in this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a request for service repair for telemetry module housing model 90479 that lost power during use on (B)(6) 2015 and would not restart. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The battery assembly pn 146-0039-00 was not functioning; therefore, the part was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of power for the modules was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.